Event description:
It was reported that the user received an occlusion alert while using an inset infusion set (6 mm, 23 in) and the issue resolved only after changing the infusion set, with concurrent sensor issues preventing assessment of blood glucose impact. Symptoms included no reported adverse clinical effects. Outcomes included no reported clinical impact or need for medical intervention. Customer care provided user troubleshooting and education regarding infusion set replacement. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set, with resolution after supply change, consistent with device-associated flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion due to use or handling factors.

Manufacturer narrative:
Initial.